Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 laser fiber was returned broken in three pieces. The first piece measured approximately 177.8 cm from top of the connector to the break. The second piece measured approximately 94.6 cm from the break to the break. The third piece measured approximately 41.8 cm from the break which includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken and misfired. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a stonelight 20 watt console. According to the complainant, during the procedure, the laser fiber was broken into four pieces. Reportedly, laser energy escaped outside the intended tip location. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.